Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 indicating that the touchscreen was failing diagnostics after passing calibration and not responding to touch. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service, but there was no reported patient impact. The bme also mentioned that multiple touchscreen calibrations were attempted. The remote service engineer (rse) advised the bme of the latest version of the service manual and that the recommended repair per the service manual is to replace the touchscreen. The rse then provided the bme with the part number and price of the replacement touchscreen for repair.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) provided that the reported issue was confirmed, and the replacement touchscreen was ordered. The bme replaced the defective touchscreen when the replacement part was received to resolve the issue and successfully performed touchscreen calibration. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) provided that the reported issue was confirmed, and the replacement touchscreen was ordered. The bme replaced the defective touchscreen when the replacement part was received to resolve the issue and successfully performed touchscreen calibration. The device passed the required performance verification tests per philips standard and was returned to service.